Manufacturer narrative:
Evaluation result: fowler.

Event description:
It was reported by service report that the fowler could not be lowered after raising to full height. The customer did not know whether there was pt involvement or adverse consequences occurred.